Event description:
Philips received a complaint by the customer indicating that while there was no issue with the v60 ventilator, the stand had a broken caster. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that while there was no issue with the v60 ventilator, the stand had a broken caster. The remote service engineer (rse) informed the customer that the old-style universal stand and parts were no longer available and provided the customer with the part number of the new caster and wrench for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 17sep2025, 24sep2025, and 09oct2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.